Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been experiencing fainting, body discomfort including the sensation of having been punched in the shoulders, and when they stand they have a history of either feeling like they are about to or actually collapsing. Patient wondered if the symptoms were related to their implantable pulse generator (ipg). No additional information could be obtained through follow-up, reporting due to an abundance caution. No further patient complications have been reported as a result of this event.